Event description:
During a laparoscopic colonectomy procedure, when the doctor used the device for 10 minutes, the generator alarmed and displayed error code 5. Another device was used to complete the case. After the operation, the doctor reinstalled the blade, the generator still alarmed. There was no reported patient consequence.